Event description:
The user is questioning why the device did not advise a shock on a shockable rhythm. The patient survived.

Event description:
Update to confirm patient did not survive.

Manufacturer narrative:
Updating the case to a death based on new information received.